Event description:
It was reported that the air bubble detector (abd) was not working. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.